Event description:
Pt applied a sensor and it then gave an error reading and when he pulled the sensor off the sensor filament was not on the sensor, and pt feels that it is in the arm still, but he cannot see it to pull the sensor out of his arm. Pt will retain damaged sensor in case mfg may want to retrieve it for testing. Pt confirmed his cell is (B)(6) if they want to retrieve the damaged sensor.